Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was a speaker malfunction error and there was no sound. The speaker has been replaced on precaution per current process. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported the device is presented with a speaker malfunction error message and there is no audio. The device was not in clinical use. There was no report of patient or user harm.